Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the motor device and it was determined that the hose of the device had burst, therefore the back flowing air was leaking. It was noted that the motor kept running well since the air was supplied by the interior tube which was not affected by the burst. It was determined that due to the burst hose the device failed the noise assessment. It was noted that the device has a safety valve to relieve pressure when air cannot flow properly. It was determined that the hose was most likely handled in a way which resulted in the outer hose tube being compressed or bent up to a degree, which blocked the back flowing air. Therefore, it could not trigger the installed pressure relief valve, which then caused the hose to burst. It was further determined that the device failed pretest for hose verification, loctite assessment, noise assessment, rotational speed assessment, and oil leak. Therefore, the reported condition was confirmed. It was determined that the root cause of the excessive noise, ruptured hose, and oil leak was due to improper handling, which is user error/misuse/abuse. It was further determined that the root cause of the insufficient low power was traced to component failure due to normal wear. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Concomitant med products and therapy dates: compact speed reducer device and perforator device ((B)(6) 2019). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Please reference manufacturer report number: 1045834-2019-55171 for report 2 of 2 of the same event.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the hose of the motor device ruptured after the compact speed reducer was mounted on the device and the perforator device was turned on to make a hole in the skull. It was reported that the hose ruptured with a loud ¿pop¿ in an area close to the handpiece. It was reported that the patient was in a state of slight auditory disorder after the event, and the operator had a light hearing loss state. It was reported that the hose had a crack measuring approximately 2 centimeters (cm). It was reported that the handpiece device still worked. It was reported that the output of the device was 80 pounds per square inch (psi), and the pressure on the nitrogen piping measured 8 megapascal (mpa). It was reported that the patient and user condition was stable. It was reported that there was no delay in the procedure due to the event. It was reported that the procedure was successfully completed. There were no reports medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.